Manufacturer narrative:
Complainant city: (B)(6). Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.50x16mm promus element¿ plus drug eluting stent was selected for use to treat the lesion. However, the wire of the device broke at the time the stent was being placed. The procedure was not completed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. The device was received with the stent detached from the delivery system. The stent of the device was not returned for analysis. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. Stent crimp marks were clearly visible on the balloon material. The hypotube was broken 200mm distal to the strain relief. It was indicated that this damage occurred during the placement of the stent. There was evidence of material resistance at the both of the break sites. A visual and tactile examination found that the hypotube was kinked adjacent to both break sites and at various other positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.50x16mm promus element¿ plus drug eluting stent was selected for use to treat the lesion. However, the wire of the device broke at the time the stent was being placed. The procedure was not completed. No patient complications were reported and the patient's status was stable.